Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4). This event was also reported by the manufacturer in MDR 2029046-2020-00175. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient ((B)(6) kg) underwent an atrial fibrillation (afib) ablation procedure for soundstar® eco diagnostic ultrasound catheter and suffered vessel perforation requiring no interventions. During the procedure, when trying to get access into the right femoral vein, they perforated the femoral vein. There was a drop-in patient's blood pressure. However, no medical/surgical intervention was required as the vessel was self-closing. The reminder of the procedure was aborted, and the patient was transferred to the coronary care unit (ccu). The patient was reported in stable condition. Physician's opinion regarding the cause of the adverse event is that the soundstar catheter perforated the vein at a tight turn in the vein. Extended hospitalization was not required. Patient's outcome was fully recovered. A thermocool smart touch sf catheter was inside the body, but radio frequency delivery was never applied.